Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, reservoir does not stay locked in. The insulin pump was received missing o-ring (reservoir tube) and end cap sticker. The insulin pump was received with cracked case at reservoir tube window corners. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was cracked and the o-ring fell apart. Customer's blood glucose was 152 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.